Event description:
Medwatch report - mw5064497 was received on 26 sep 2016. On (B)(6) 2016, a (B)(6) male patient was positioned in a1083 mayfield adult disposable skull pins on a jackson and undergoing a posterior cervical fusion. About forty-five (45) minutes after the surgical incision was made, the physician noticed the patient's head was moving, and realized that the mayfield pins slid out of place. The incision was temporarily closed with staples and the drapes were taken down to assess the patient and reposition the mayfield. A laceration was noted on the left side of the patient's head. It was closed with staples and the patient was prepped and draped again after repositioning. There was an increase in the surgery time as a result of the incident.

Manufacturer narrative:
Integra completed its internal investigation 12/15/2016. The investigation included: method: DHR review. Trend analysis. Results: product was not released for inspection nor was the lot# provided. The most likely lot # could be w1607106. Device history record reviewed for this product ID ((B)(4)) work order / lot # w1607106 were manufactured on 09/23/2016 show no abnormalities related to the reported failure. The pins manufactured under this work order / lot # passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary, the device was not released for evaluation after several documented attempts. Therefore, the root cause to the end users experience could not be determined. Due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.